Event description:
Patient was revised to address pain and instability. The 12.5mm insert was replaced with a 17.5mm insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.